Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that while attempting to direct stent an unk lesion, the device was inserted onto the guide wire and as the physician was advancing the device, but prior to entering the vasculature, resistance was met. The physician removed the stent delivery system (sds) from the guide wire and wiped guide wire down. Prior to placing the sds back onto the guide wire, the physician noticed that the stent struts were flared and that the stent was loose on the catheter. A second xience v stent was used to complete the procedure successfully. There were no reported pt effects. No add'l event or pt information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery sys (sds) was returned with blood and contrast on the stent implant, on the balloon and on the distal shaft. The stent implant was stationary on the balloon, but was not between the markers. The distal end of the stent was 5 mm proximal to the distal marker. The proximal end of the stent was 5 mm proximal to the proximal marker. There were stent crimp marks on the balloon between the markers. There were stretched struts on the first two rows at the distal end of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There was no other damage noted to the sds. The protective sheath was not returned. The guide wire used during the procedure was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements for the middle and proximal did not meet manufacturing criteria. A new .014 guide wide was backloaded through the sds with no resistance noted. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.